Manufacturer narrative:
This device has not been returned to this MFR, therefore, a failure analysis is not available and we are not able to determine if the device met spec. We are unable to determne the relationship between this device and the cause for this event at this time. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that a female pt (age unk) had undergone esophageal ligation for the treatment of esophageal varices using a speedband multiple band ligator. It was reported that they could not get the bands to deploy; 2 bands deployed from the device and 5 bands were unable to be deployed. A second speedband device was used to complete the procedure successfully. The pt was discharged the same day. The pt condition was confirmed as having no complications following the completion of the procedure.